Manufacturer narrative:
It was reported that during a ventricular tachycardia ablation procedure which included the use of carto 3 system, the patient experienced an unknown event that required prolonged hospitalization, computed tomography (CT) scan and intensive care unit (ICU) admission. Initially, it was reported that an error 268 "acl data streaming error" and error 258" magnetic data streaming error" were displayed. The system was restarted with the power supply and case, and the issue came back. They rebooted the system; however, the error persisted. They then figured their hard drive was full. They had to cancel the case due to this issue. No adverse patient consequence was initially reported. With the initial information received, the communication/transmission issue was assessed as non MDR reportable. Additional information was received which indicated that the patient had a complication during the procedure and the patient required extended hospitalization for stabilization and to conduct more tests. It was reported that the intervention provided was CT scan and ICU admission. The physician¿s opinion on the cause of this adverse event was patient condition. The patient was in the room at the time of the cancellation, and the patient was under general anesthesia. The outcome of the adverse event was improved. No transseptal puncture was performed prior to the case cancellation. On 16-may-2025, additional information was received which indicated that during the procedure, the anesthetist found an oxygenation mismatch, and there was thought that the patient was having a pulmonary embolism. Procedure was stopped, and patient was sent to computed tomography (CT) to confirm the diagnostic. The CT did not show anything, according to physician. It was noted that this happened at the same time they had the error on carto, and they were trying to fix the issues. Mismatch between peripheral o2 saturations and arterial saturation levels. There were no complications, and patient was brought to the lab few days after. Nothing happened during the case that was not initially reported. The concomitant product section was updated based on additional information received. Hardware evaluation details: the field service engineer confirmed that the communication issue was resolved by the replacing the faulty workstation with a replacement one that was delivered to the customer. System was ready for use. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(4) was reviewed and five additional complaints were found. The manufacturing record evaluation was performed on carto 3 #(B)(4), and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to address the data streaming issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a ventricular tachycardia ablation procedure which included the use of carto 3 system, the patient experienced an unknown event that required prolonged hospitalization, computed tomography (CT) scan and intensive care unit (ICU) admission. Initially, it was reported that an error 268 "acl data streaming error" and error 258" magnetic data streaming error" were displayed. The system was restarted with the power supply and case, and the issue came back. They rebooted the system; however, the error persisted. They then figured their hard drive was full. They had to cancel the case due to this issue. No adverse patient consequence was initially reported. With the initial information received, the communication/transmission issue was assessed as non MDR reportable. Additional information was received which indicated that the patient had a complication during the procedure and the patient required extended hospitalization for stabilization and to conduct more tests. It was reported that the intervention provided was CT scan and ICU admission. The physician¿s opinion on the cause of this adverse event was patient condition. The patient was in the room at the time of the cancellation, and the patient was under general anesthesia. The outcome of the adverse event was improved. No transseptal puncture was performed prior to the case cancellation.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).